Event description:
Pt had initial penile prosthesis implanted in 1990 which functioned properly until 2/7/94. At this time the prosthesis failed to inflate and deflate. It was determined that the prosthesis had a fluid leak and was replaced on 4/24/94 with a new inflatable prosthesis. On 7/31/95 it was noted that the new prosthesis was not inflating properly. On 10/13/95, surgery revealed that the left cylinder was leaking. This was replaced and the prosthesis has since been functioning. Add'l lot # ac680017, add'l p/n 72400151, 72401850.